Manufacturer narrative:
The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, aw-tube and a/w cylinder were found with remains of white foreign material inside due to wear; water tightness of forceps elevator was lost. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Reprocessing was likely not conducted properly due to leakage from forceps elevator. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and the air/water cylinder had foreign objects. Additionally, the water tightness of the forceps elevator was lost. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process .the device evaluation found no additional reportable malfunctions other than those mentioned in b5. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.